Event description:
It was reported that the right atrial lead exhibited capture anomaly and noise, insulation anomaly was also noted near suture sleeve. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.